Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the patient¿s ins was explanted and replaced with a non-rechargeable ins. The explanted ins had been discarded by the account. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an failed back surgery syndrome and spinal pain. It was reported that the patient¿s ins was overdischarged. Factors that led to the overdischarge was that the patient had developed severe dementia and charging had become very cumbersome for the patient. It was reported that the medical doctor recommended a non-rechargable ins for the patient and surgical intervention was planned for (B)(6) 2019. No further complications were reported/anticipated.